Manufacturer narrative:
(B)(6) medical is waiting for the arrival of the device.

Event description:
A user facility representative reported a flow rate issue to (B)(6) medical on (B)(6) 2018: "we have a pump that doesn't seem to be working right. It doesn't beep an error message but it is not administering bags in the allotted time. It will beep kvo - but the bag will still be half full. I have had to switch it out for multiple patients". During the follow-up with the representative, it was reported that "it's happened twice since friday ((B)(6) 2018). Pump number is (B)(6). Yes patients were involved but no harm was caused to patient". No patient injury occurred for this case.

Manufacturer narrative:
The reported under-infusion issue was confirmed. The device was tested on 04/11/2018 and was found to have a flow rate accuracy of -6.61%, which was outside of +/-5% specification. The device was recalibrated and tested to meet all specifications on 04/11/2018.

Event description:
This is a follow up report for the initially submitted MDR (3006575795-2018-00034).